Event description:
It was reported that pump displayed malfunction code 12 with fault ID 12-0x2071, and no notable events occurred prior to the malfunction. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully reset it without recurrence of the malfunction code, and was advised to continue using pump and to call back if issue recurred, which customer acknowledged and understood.